Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable and the wall adapter became hot to touch when plugged into the pump. There was no reported adverse impact to customer's blood glucose level. Reportedly, an alternate cable was used resolving the issue.